Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the emergency room after receiving a vibratory alert, low, out of range hv lead impedance for the rv to svc and can vector and rv to can vector was observed. The lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that an insulation abrasion was observed.